Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was not receiving adequate pain relief from her system and requested her system be removed. F/u identified her system was explanted on (B)(6) 2013. The explanted devices will not be returned to the MFR.